Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained low and high blood glucose and dka. Paramedics were called and customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time the paramedics arrived was 936 mg/dl. Caller stated that the insulin pump was connected back to the customer and the customer blood glucose dropped to 52 mg/dl. Caller stated that the insulin pump have to be disconnected ageing. Nothing further was reported.